Manufacturer narrative:
(B)(4). Customer disconnected the call; unable to send replacement product and unable to make contact on follow-up attempts. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product letter to contact customer care department. No address on file for customer.

Event description:
Consumer reported complaint for e-0 error code accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of shakiness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed.the test strip lot manufacturer's expiration date is 09/24/2018 and open vial date is undisclosed.the meter memory was not reviewed for previous test result history. Customer feels physically ill at time of call. Customer refused to answer questions then disconnected the call.